Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: s a-85, serial/lot #: (B)(4), ubd: 31-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 60mm maximum diameter abdominal aortic aneurysm. During this procedure, nine endoanchors were also implanted due to a concern or late failure of the graft and a observed type ia endoleak which subsequently resolved. It was reported that four days and six days post the index procedure, this patient suffered a mechanical fall and subsequently had back pain. Medication was given and these events subsequently resolved. Both of these events were assessed by the site as being not related to the procedure or device. The sponsor assessed the first fall as having a probable relationship to the index procedure and not related to the device. The sponsor assessed the second fall event as being possibly related to the study procedure and not related to the device. No cause of the events were reported. No additional clinical sequelae were provided and the patient is fine.